Event description:
Patient alert and oriented x 2 with periods of confusion. Patient placed in chair with chair alarm in place for lunch. Call bell within reach and patient instructed to call for assistance when needed. Hourly rounds in place. At 1230, passing rn saw patient sitting on the floor in front of the chair where he had been sitting and at the side of the bed. Chair alarm did not sound and was removed from service. Patient confused saying he was "getting bags." Patient denies injury, and was then assisted back to bed, and examined. No apparent injury noted. Vs 140/75, hr 60, resp 20 on room air with saturation of 96%. Accucheck 119. Np notified and examined patient and re-instated sitter precautions. Sister notified of patient's fall.